Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was tested positive for nickel allergy and had difficulty completing thoughts. Essure was removed 6 months after insertion, via laparoscopy. These events were considered serious due to medical significance. Nickel allergy is a listed event in the reference safety information for essure, while the remaining event is unlisted. Patients who are allergic to nickel may have an allergic reaction to this device; some patients may develop an allergy to nickel if the device is implanted. Therefore, given the nature of the event nickel allergy, causality with essure cannot be excluded. Regarding the event difficulty completing thoughts; considering the nature of this event, essure's local effect in the fallopian tubes, and the fact that the event did not resolve after essure removal, causality with essure was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (laparoscopy with essure removal). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted in 2007. Consumer reported that she had essure put in 2007 and started having problems very soon after. On an unspecified date the consumer experienced sharp, stabbing and chronic pelvic pain, bacterial vaginosis, constant spotting, adenomyosis, uterine infection, excessive bleeding during period (menorrhagia), long menstrual cycle, bleeding/spotting after sex, uti (urinary tract infection), cervicitis (infection of cervix), chest pain, brain shocks, nerve pain, black out spells, vitamin d deficiency, adrenal problems, unexplained fevers, vaginitis (infection of vagina), swelling of cervix, inflammation of cervix, swelling of vagina, inflammation of vagina, fainting, pid (pelvic inflammatory disease), cramping, abnormal menses, period stops, lack of menstrual cycle (amenorrhea), ovarian cysts, uterine cysts, discharge (odor/no odor), endometriosis, hot flashes, uterine inflammation, polymenorrhea, painful ovulation, night sweats, loss of libido, painful periods (dysmenorrhea), painful intercourse (dyspareunia), bleeding between periods, incontinence, sexual dysfunction (unable to orgasm or feel pleasure), yeast infections (candida), urgent urination, frequent urination, bladder infection, itching of vaginal entrance , abdominal spasms, twitching, fluttering, muscle spasms, back pain, joint pain, hip pain, leg pain, spine pain, neck pain, all over body aches/pain, gastrointestinal, bowel issues, nausea, vomiting, gas, constipation, diarrhea, severe bloating, metallic taste in mouth, heartburn, neurological, mental health, headaches, migraines, dizziness, tingling sensations, numbness, brain fog, cloudiness, anxiety, panic attacks, mood swings, mood disorders, depression (sadness, suicidal thoughts), ringing in the ears (pulsatile tinnitus), diminished brain function, confusion, short term memory loss, numbness in thigh, in extremities (hands and feet), tingling in extremities, in hands and feet, and sensation of burning, stinging, tickling or prickling of skin (paraesthesia), tremors/shakiness, high blood pressure, heart palpitations, swelling of legs or feet, hair loss, insomnia, weight issues (loss), weight issues (gain), sleep apnea, swollen glands, vision problems (floaters), blurred vision, decreased vision, excessive sweating, burning of vaginal entrance, stinging, stabbing of vaginal entrance (vulvodynia), breast pain, breast tenderness, forgetfulness, and hair changes. The consumer had essure removed in (B)(6) 2014 and instantly the bloating and inflammation was gone. She did feel way better after having essure removed. However, there were still some lingering issues that she was dealing with and probably will for the rest of her life. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced sharp, stabbing and chronic pelvic pain; pelvic inflammatory disease (pid); urinary tract infection (uti); black out spells; depression (suicidal thoughts) and diminished brain function. She had essure removed 7 years after insertion. These events were considered serious due to medical significance. Events pelvic pain and pelvic inflammatory disease are listed in the reference safety information for essure while the remaining events are unlisted. Given the nature of the event pelvic pain and positive temporal relationship, causality with essure cannot be excluded. Regarding pelvic inflammatory disease (pid); while essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pid in the first 4 weeks after insertion. In the present case, no information suggesting this close temporal relationship with the insertion procedure was mentioned, and essure removal occurred only after 7 years. Therefore a causal relationship between essure and pid was considered very unlikely (unrelated). Considering the pathophysiology and nature of the events urinary tract infection, black out spells, depression (suicidal thoughts) and diminished brain function, and essure's local effect in the fallopian tubes, causality between essure and these reported events was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since essure removal was reported, implying that an intervention was required. A product technical analysis has been requested.